Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implant date: (B)(6) 2006; 305c25, tissue valve, implant date: (B)(6) 2006; 6945-65, lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead post operatively. The ra lead remains in use. No patient complications have been reported as a result of this event.